Event description:
Follow up revealed that the patient's ipg was explanted and replaced due to not charging as recommended, which addressed the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient didn't recharge his ipg as recommended. In turn, the ipg became inoperable over time. As a result, the patient may undergo surgical intervention to address the issue.